Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported that during the laparoscopic assisted vaginal hysterectomy, the surgeon attempted to fire and did fire the atw35 with white (vascular) cartridge across the broad ligament. The staple formation was inadequate. This occurred with several different reloads. Additional reloads used and completed successfully. There was no consequence to the pt.